Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was broken and completely detached from the distal and proximal pierce holes. It was also blackened and kinked. These findings are consistent with the findings when the device was observed under magnification. There was no evidence of a tear on the pierce holes. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, detached from the working length, blackened, and kinked. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity which can cause a premature cutting wire fatigue, leading to a break. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to hitting the working channel of the scope with the broken section causing kinking of the cutting wire. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the stonetome broke during the incision of the papilla. It was reported that the cutting wire broke when the device was energized. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the common bile duct during a biliary stone removal procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the stonetome broke during the incision of the papilla. It was reported that the cutting wire broke when the device was energized. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.